Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 220s-range mg/dl and 110 mg/dl. Customer believes she may have had juice on her hands at the time of testing. Customer ate breakfast after the reading of 110 mg/dl and took her medication as scheduled. No adverse event reported. Requested return of suspect device and replacement was sent.